Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen was cracked while at a baseball field, though the device continued to function and blood glucose was not affected, consistent with a device mechanical damage issue to the display component. Symptoms included no adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included collection of serial number, confirmation of ongoing device function, counseling on shutdown to prevent alerts, guidance to sync data, and arrangement for replacement with return of the original device. Investigation of this device revealed physical damage to the screen without impact to therapy delivery or glucose control, consistent with external impact causing cosmetic and functional display damage only. It was concluded, based on previously established findings for similar reports, that the cause was user environment or handling leading to physical damage.